Manufacturer narrative:
Evaluation method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) received their scs system on (B)(6) 2009. One month later, the pt reported his device had stopped working. An x-ray of the pt's scs system found no obvious disconnections or damage. Examination of the pt's system found invalid impedances on all the lead contacts which was confirmed via intraoperative testing. The lead was explanted and replaced on an unk date. Follow up on the pt found no further issues reported. The explanted lead was not returned to the manufacturer for analysis. No further information is available.